Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure the lens noted to be scratched after implanted into patient, had to be removed. Second lens, it was noted a scratch in the center of the diopter in the exact location of the first lens. No other lens available to replace. In clinic patient's vision was noted to be okay. Additional information has been requested.

Manufacturer narrative:
Correction information was provided in h.6. On initial MDR method code of b17 should be b22. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.